Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular left bundle pacing (rvlbp) lead encountered difficulties in fixating the rv septal wall. The rvlbp lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.